Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient with an implantable infusion device receiving bupivacaine, baclofen and fentanyl with a concentration of 2mg/ml, 65mcg/ml, and 2 mcg/ml respectively at a dose of 0.16 mg/day, 65mcg/day and 2 mcg/day respectively for non-malignant pain,084:chronic low back pain. It was reported that technical services asked if they had placed a magnet over the pump because they suspected an overdose. Hcp stated he was thinking that will be the case. Hcp stated that the pump hcp wanted the patient to stop getting intrathecal medication because he believed it was affecting the patient respiratory. Caller stated that they think the magnet moved and wanted to see if they could tell remotely that the pump had restarted. Technical services explained that the pump would need to be interrogated in person. Technical services explained that when a magnet is placed over the pump, it should stall and when taken off, it should recover. Technical services explained that the pump should be reprogrammed and explained that a magnet is only a temporary solution in an urgent situation. Caller would like the pump interrogated.